Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported system error, confirmed with the contaminated zeolite. Incoming internal 02 measured 84.1 % and external 02 measured 87.5%, both below specification. The issue was identified as high psa (14) caused by zeolite contamination from moisture absorption.

Event description:
It was reported that the patient was not getting enough oxygen from their device and was experiencing shortness of breath. The patient did not have a backup device at the time. As a result, the patient went to the hospital and was admitted for 4 days. The patient was given a replacement device and is doing better.